Event description:
It was reported that the front bezel is damaged. It is unknown when this occurred, if there was a delay in the case and if there was a backup device available. Results of the investigation concluded that the device was powered on and the red warning light illuminated, which makes it a reportable event.